Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of coronary artery disease status post angioplasty and hypertension. Aneurysm and vessel morphology are unknown. A follow-up computerized tomography scan demonstrated an endoleak originated from the proximal iliac limb junction with an increase in aneurysm diameter. The leak was thought to be a result of either a graft tear in the crotch area or a junctional endoleak. Angioplasty and correction of the endoleak. A 16mm diameter x 5,5cm length iliac extender cuff was inserted from the right side with aid of a 16 fr sheath and placed above the junction between the bifurcated stent graft and the iliac limb at the crotch area. A 16mm diameter x 8.5cm length iliac limb was inserted from the left side with the aid of a 16 fr sheath and placed at the same level as the extender cuff on the right. Both devices were simultaneously deployed and dialted with 12mm angioplasty balloons. Final angiogram demostrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported.